Event description:
It was initially reported that a surgical procedure was performed to remove and replace an artificial urinary sphincter (aus) for unspecified reasons; there were no patient complications. Later, information was received confirming the explanted complaint device was not a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).